Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have grip input disk 6 broken inside the housing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument tip malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large needle driver instrument exhibited non-intuitive motion. The instrument could be moved but there was non-intuitive motion. There was no patient injury. The instrument was replaced with large suturecut needle driver instrument.